Event description:
On (B)(6) 2009, a transducer failure was evident; a pt who was receiving intravenous antihypertensives drug and being monitored, was showing elevated pressures and was not showing improvement. The monitoring system was checked and the transducer was found defective.

Manufacturer narrative:
The sample is available and being returned for analysis. Upon completion of the investigation a supplemental report will be submitted. Add'l info has been requested. (B)(4).